Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Initial reporter - this article was written by anders bruggemann, erik fredlund, hans mallmin & nils p hailer. Bruggemann, et al. ¿are porous tantalum cups superior to conventional reinforcement rings?¿ journal title. 10.1080/17453674.2016.1248315.

Event description:
It was reported in a journal article that 14 patients experienced a revision due to bone loss. No further information has been provided and patient outcome is unknown.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The information received was pre-operative indications for initial total hip arthroplasty, not post-operative indications for revision. The initial report was forwarded in error and should be voided.